Manufacturer narrative:
Citation: kimura m et al. Commissural dehiscence and pannus formation of porcine heart valve bioprostheses. Artif organs. 2003 aug 1 3;27(8):706-13. Doi: 10.1046/j.1525-1594.2003.06963.x. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an examination of structural valve deterioration in explanted porcine heart valve bioprostheses. All data were collected from a single center between may 1976 and june 2001. The study analyzed 85 explanted bioprosthetic valves (patient demographics not provided), 32 of the explants were medtronic hancock bioprosthetic valves (25 mitral position, 7 aortic position). No serial numbers were provided. For the explanted hancock valves, it was reported that the mean duration of implantation was 11.9 years. Observed adverse events included: severe valve calcification, leaflet/cusp tears, valve perforation, pannus formation causing stenosis, thrombus, paravalvular leakage, all requiring valve explantation. Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.